Event description:
It has been reported that the wireless foot pedal did not work. The battery was reseated, the footswitch was reconnected and was working again. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Pphilips has investigated this complaint. According to additional information collected, the system was not in clinical use. A philips remote service engineer (rse) inspected the system remotely and confirmed that wireless foot pedal did not work. Per the information collected, the wireless footswitch did not connect to its base station. The cause of the wireless foot switch not being available is found to be wfs battery failure. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. To resolve the customer's reported issue, remote service engineer suggested to reseat the battery and reconnected the footswitch. Which does not work. So, rse ordered the footswitch for the customer and sent for the replacement of the defective part. After replacing footswitch, the system was returned to use in good working order. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.